Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: caregiver was placing an IV and went to advance the catheter, the catheter wouldn't advance so attempted to retract the catheter but the retract button wouldn't retract the catheter.  Caregiver pulled the catheter off the needle hub and was able to remove the needle manually.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: caregiver was placing an IV and went to advance the catheter, the catheter wouldn't advance so attempted to retract the catheter but the retract button wouldn't retract the catheter.  Caregiver pulled the catheter off the needle hub and was able to remove the needle manually.